Event description:
A revision surgery was performed to replace an implanted lumbar intervertebral body fusion device at l4-l5. The initial surgery placed implants at l5-s1 and l4-l5. The initial device had been repositioned within a few days post surgery due to implant sizing/placement technique. A new, properly sized intervertebral body implant was placed at l4-l5 with no further complications reported.

Manufacturer narrative:
Based on the info provided by the initial reporter, it appears that surgeon technique contributed to the implant movement. There was no report of device failure. Trial instruments were not used to size and select the correct implants, as per general surgical technique and as recommended by the device labeling. The implant at l5-s1 was rotated in the disk space during insertion and was left partially rotated (not properly seated). The implant is designed for a straight insertion, not for rotation after insertion. Improper placement technique led to post-operative loosening of the implant.